Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was smoking due to a liquid spill. A field service engineer (fse) found that matrix drawer auxiliary 7 and the pyxibus was damaged from the thermal event. The fse removed the back panel, replaced the matrix drawer 7, and removed drawer 1 to replace the pyxibus cable. The fse then replaced the bus cable, closed the back panel, and powered on the station to resolve. The customer opened all drawers and removed cubie pockets from all cubie drawers to test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the matrix drawer was smoking due to a liquid spill. The field service engineer stated that the matrix drawer aux 7 has thermal damage, pyxibus also damaged from thermal event. There were no delay or adverse events or injuries reported based on this event.